Manufacturer narrative:
On 4/17/2018 an update was made to the reported generator catalog #. As such, catalog # was updated from m-4900-07 to m-4900-107. On 4/20/2018, additional information was received regarding the reported event. It was reported the patient was a (B)(6) male who required emergency re-admission to the hospital as a result of the adverse event. Patient weight was approx. 90 kg at the time of the event. Medical history includes a urostomy. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Physician¿s opinion regarding the cause of death is that it was related to the pericardial-esophageal fistula. There were no issues or errors reported on any bwi products or equipment during the procedure. There is no further information regarding generator parameters, generator settings and it was reported that no esophageal injury prevention modalities were used during the procedure. There is no information regarding if the carto 3 system indicated to re-zero the catheter and visitag parameters for stability included respiratory comp, stability time 2.5 seconds, stability distance 3 mm, force-over-time 30%, minimum force 5 grams. Color options used prospectively included ablation index (380 posterior and 500 anterior). There were no issues or errors reported on any bwi products or equipment during the procedure. The serial # of the smartablate system rf generator was also provided as (B)(4). Date of death was clarified to be (B)(6) 2018. Additional field updates include: date of death updated from (B)(6) 2018. Serial # has been updated from unknown to (B)(4). (B)(4) has two complaints that are related to the same incident: (1) MFR # 2029046-2018-01431 for product code d134805 (thermocool®smart touch® sf bi-directional navigation catheter) (2) MFR # 2029046-2018-01432 for product code m-4900-107 (smartablate¿ system rf generator) (B)(4).

Manufacturer narrative:
Additional information regarding the smartablate¿ system rf generator involved is not available since the complication arose two weeks after procedure performed. As such, no further information has been made available. Since there is no product information, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding the event or clarification of the products used in this event, a supplemental 3500a report will be submitted to the FDA. Bwi concomitant products: thermocool® smart touch® sf bi-directional navigation catheter (us catalog # d134805, lot # unknown). Lasso® nav eco variable catheter (us catalog # d134301, lot # unknown). Carto 3 (us catalog # unknown, serial # unknown). (B)(4) has two complaints that are related to the same incident: (1) MFR # 2029046-2018-01431 for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter). (2) MFR # 2029046-2018-01432 for product code m490007 (smartablate¿ system rf generator). (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and a smartablate¿ system rf generator. The patient suffered an esophageal fistula and death. Ablation procedure was successfully completed without complications. On post-procedure day 16, the patient was re-admitted to the facility reporting chest pain. There is no information regarding interventions. Patient subsequently expired. Presumptive diagnosis was atrioesophageal fistula. Autopsy confirmed a pericardial-esophageal fistula. Physician did not provide a causality opinion. There were no issues or errors reported on any bwi products or equipment during the procedure. The smartablate¿ system rf generator was set on power control mode at 20 watts with temperature of 43 degrees celsius. There is no information regarding overall ablation time at the site of injury or last ablation cycle time at the site of injury, as the injury was not discovered during the procedure. There is no information regarding esophageal injury prevention modalities. There is no information regarding spi value. The thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity to another catheter. Thermocool® smart touch® sf bi-directional navigation catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. Force visualization features used included graph, dashboard, vector, and visitag. Parameters for stability used were 2.5 mm and 3 seconds. Ablation index was 380 posterior and 500 anterior. Additional visitag filters included force-over-time (fot) 30%, min 3 grams, ablation index of 10. Color options used prospectively included ablation index. There were no issues or errors reported on any bwi products or equipment during the procedure.

Manufacturer narrative:
It was reported that a male patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and a smartablate¿ system rf generator. The patient suffered an esophageal fistula and death. Ablation procedure was successfully completed without complications. On post-procedure day 16, the patient was re-admitted to the facility reporting chest pain. There is no information regarding interventions. Patient subsequently expired. Presumptive diagnosis was atrioesophageal fistula. Autopsy confirmed a pericardial-esophageal fistula. Physician did not provide a causality opinion. There were no issues or errors reported on any bwi products or equipment during the procedure. On 2/13/2019, device history review was performed, and device evaluation was completed. On 2/14/2019, the date of manufacture was received from the manufacturer as 7/14/2017. Device evaluation details: the device evaluation has been completed. A service and repair follow-up was performed and it was determined that the device was not returned/shipped for service by the customer. However, it was confirmed that device is currently working as specified. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures. Correction: unique identifier (UDI) was inadvertently omitted in supplemental MDR # 1. The UDI has been updated from (B)(4) to (B)(4). Manufacturer¿s ref # (B)(4).